Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was ventilation leakage due to the impossibility of locking the inner liner of the cannula. There was no patient involvement injury.